Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had pulled back post implant, which was confirmed by an x-ray. It was noted that there was only one vector capture with high threshold. In the evening of the implant procedure the lv lead was attempted to be repositioned, but it would not track back into the lateral vessel. The physician tried other vessels without success. The lv lead was removed. The physician then attempted to place a different lv lead. However, the guidewire broke off into the lead. The lead was removed and not replaced and the lv port was plugged. No patient complications have been reported as a result of this event.